Event description:
It was reported that a malfunction occurred on the pump, with the same malfunction code recurring even after resetting it. There was no reported impact to the customer¿s blood glucose level. The customer was instructed to use an alternate form of therapy, mdi, to ensure continuous insulin delivery, and a replacement pump with updated software was sent by technical support. The customer was informed about the return process for the problematic pump and acknowledged the instructions.